Event description:
A customer reported experiencing a cartridge alarm 30 issue. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer, having previously experienced similar alarms, declined a replacement pump and preferred to go through troubleshooting steps instead. They successfully loaded a new cartridge and resumed insulin therapy without technical support assistance. The issue was resolved, and the customer requested replacements for infusion sets and cartridges.